Event description:
The customer reported that he obtained a blood glucose reading of 565 mg/dl at 11:37 a.m. On a contour next link 2.4 meter. Upon repeat testing with a different meter, a reading of 245 mg/dl was obtained. The customer took seven units of insulin based on the reading of 565 mg/dl. The customer had no symptoms of hyperglycemia. The difference between the readings falls in "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.